Manufacturer narrative:
(B)(4) unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was determined that the stent used in this procedure was an unknown xience prox. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the left anterior descending artery. The xience stent was unable to cross the lesion and the stent came off the balloon. The stent was retrieved using a snare device. Another device was used to complete the procedure successfully. A clinically significant delay in procedure was reported due to the required medical intervention (stent retrieval); however, there was no reported adverse patient sequela. No additional information was provided.